Manufacturer narrative:
This report is submitted on july 05, 2018. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2018.